Manufacturer narrative:
The customer reported that the patient should have alarmed v-fib, however, the nurses reported that both the beside monitor (bsm) and the central nurse's station (cns) did not alarm. The customer sent an email containing pictures of the requested patient info by kelly stillwagon in the clinical team. Kelly reviewed the pictures and could see v-fib and tachycardia but unit is not alarming. The issue was escalated to the qa team. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the patient should have alarmed v-fib, however, the nurses reported that both the beside monitor (bsm) and the central nurse's station (cns) did not alarm.